Event description:
Condition c was called for increased work of breathing and decline in patients condition. Upon exam, right CT was noted to have a crack/split in the tubing at the area closest to pt's skin/insertion site. Was asked by dr. (B)(6) and dr. (B)(6) to complete risk master. This defect in tubing was observed while examining patients right chest tube site. Patient required transfer to cticu for closer observation. Pt also required new right CT replacement. FDA safety report ID # (B)(4).